Event description:
It was reported that the device was displaying a service icon and had an error code in memory that indicates a potentially critical failure. There were no reports of patient use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported intermittent failure. The system/memory pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and verified the reported failure; however, the cause was not determined.